Event description:
It was reported that the pulse generator ventricular paced on a t-wave, causing the patient to go into ventricular fibrillation (vf). A qrs occurred at the same time as an atrial pace, but was not seen in the crosstalk detection window. The av delay timed out at 200 ms and the device ventricular paced on the t-wave, causing vf. The pvc response was turned off and ventricular banking was pro- grammed from auto to 12 ms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.